Event description:
Physician did a power injection with 400psi stopcock and it immediately malfunctioned with next hand injection. Stopcock began leaking and was removed and a new three way stopcock with 1050 psi was used without issue. FDA safety report ID# (B)(4).